Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device of this incident, it was determined that the zebra thermal printer printed medication labels too dark. A technical support specialist tss dialed into station and logged in as care fusion admin. The zebra printer was verified as online, the fujitsu printer was confirmed as the default, and no print jobs were found in the queue. Tss reconfigured the zebra printer per knowledge article zebra printer no longer printing upgrade, verified the settings, and successfully completed a test print. The station was rebooted back into care fusion application, and the customer later confirmed the printer was functioning properly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer was printing medication labels too dark to scan, which used for medication removal. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.